Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 13oct2020.

Event description:
The customer reported misalignment in the touch position. There was no patient involvement. The manufacturer¿s international service technician confirmed the reported issue. The error was not resolved by calibrating the touchscreen. The manufacturer¿s international service technician replaced the defective touchscreen to address the reported problem. The unit successfully passed the required performance verification test.

Manufacturer narrative:
G4:19jan2021. B4:21jan2021. The touchscreen (assy, touch screen, user intf, v8000) was returned to failure investigation (fi) for evaluation. No scratching or other damage noted. Customer complaint verified. Resistance measurement fail. Root cause is failure of touchscreen assembly to meet specification. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.